Event description:
A pacing lead was returned with no information to the manufacturer, analyzed and subsequently tested out of specification.the patient died approximately ten years after implant of the lead two years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned two years after the patient's death. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached (clavicle crush). It was noted that there was blood/body fluid on all conductors (not obstructed), outer insulation had a cosmetic cut, the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was a connector issue not further defined. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.